Event description:
It has been reported to philips that the equipment would not start and stayed in standby mode. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found an issue with the host-pc. The fse replaced the host-pc and hdd. After replacement of the host-pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.